Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s current blood glucose value was 331 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode at the time of incident. Customer stated that the insulin pump received insulin flow block alarm. Customer stated that the infusion set had bent cannula and was not adhering. No further patient complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.